Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that there was foreign material in the suction channel of the gastrointestinal videoscope. The issue occurred during preparation for a diagnostic procedure. The procedure was completed using a similar device. There was no delay to patient therapy and no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Other evaluation findings are as follows: the angulation in the upward direction was out of specifications and the gap on the upward/downward knob was out of specification both due to wear of the angle wire; and the bending section cover adhesive was broken. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. Customer followed the reprocessing steps per IFU (instruction for use). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.